Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and low impedance due to an insulation anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.